Manufacturer narrative:
Manufacturing records and quality documents were reviewed. The manufacturing and quality document review confirmed that all implants released to the field of lot number 090003 (B)(4) conform to the specification valid at the time of manufacture. The fracture is not thought to be device related. Femur fractures are a known possible complication of total hip arthroplasty.

Event description:
The surgeon started with the standard size 0 broach and continued broaching up to size 7, going back to a size 6 and then back to a size 7 again. The trial reduction was successful with the stem in alignment. While implanting the size 7 lateralized stem, it was seating approximately 4mm proud, the surgeon reports the distal femur fractured when the stem was further impacted. However, the fracture was not seen until the post-op x-ray was taken, thus no secondary fixation was utilized. The pt is in his early fifties with dorr classification type a-b bone. The pt will be restricted to partial weight bearing activities for few weeks. There is no medical intervention or revision surgery expected.